Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preparation for clinical use of an automated impella controller (aic), the console did not recognize the purge disc when it was inserted during case start. No additional information regarding troubleshooting or corrective actions was available. The issue was identified during preparation for clinical use and not during patient support. No patient involvement was reported, and no signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.